Manufacturer narrative:
B5 amended to reflect family involvement in the patient outcome.

Event description:
An impella cp was placed via the femoral artery to support the 79-year-old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock. The underlying history and comorbidities were not shared. The cp was placed however the team observed a minor bleed at the access site around the impella sheath. The site had been accessed at first for an intra-aortic balloon pump before placement of the cp pump. The team changed the dressing and bleeding slowed at the site. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. On the day of implant the cp was explanted and escalated to an axillary placed impella 5.5 pump. The 5.5 supported for two days before the patient expired when the decision was made by team and family to withdraw care. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was placed via the femoral artery to support the 79 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock. The underlying history and comorbidities were not shared. The cp was placed however the team observed a minor bleed at the access site around the impella sheath. The site had been accessed at first for an intra-aortic balloon pump before placement of the cp pump. The team changed the dressing and bleeding slowed at the site. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. On the day of implant the cp was explanted and escalated to an axillary placed impella 5.5 pump. The 5.5 supported for two days before the patient expired. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition.

Manufacturer narrative:
Section b5 was updated based on additional information.

Event description:
Additional information received that the patient expired when the decision was made by team and family to withdraw care.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The root cause of the access site adverse event was not determined due to insufficient clinical details.